Event description:
Patient with heartware left ventricular assist device (lvad) therapy for 14 months and recurrent episodes of melena/anemia, now presents for first time transfusion requirement of 2 units blood. Patient has had several admissions over the past 12 months for melena/anemia, however this is the first time blood transfusion of 2 units was required. Patient was not receiving antiplatelet therapy at the time of this event. Inr was 2.3 at this time of this bleed.